Event description:
It was reported that the distal cover fell off from the duodenovideoscope and into the patient's throat. The issue was discovered when the scope was withdrawn from the patient's mouth at the end of an endoscopic retrograde cholangiopancreatography procedure. The patient was under general anesthesia having a stent removed and the provider was using a snare to remove it. The fallen cover was retrieved from the patient using another endoscope. The procedure was completed with the same device with a 5-minute delay with no reports of further patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4). This report is related to the following linked patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field d8. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reported event occurred due to the following: - distal cover was not properly attached. - friction stress, such as twisting, pushing, pulling the device in body cavity and/or stress by contacting with mouthpiece, etc. Were applied to the distal cover during the procedure. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: -operation - precautions -preparation and inspection - attaching accessories to the endoscope additional information received: no anti-fog agent or other chemical were applied to the scope lens. The customer confirm that after attaching the cover was not damaged. After attaching, the customer checked to make sure they cannot pull or twist the distal cover come off. The distal cover was firmly pushed in until the hook of the distal ring is fully visible within the distal cover opening as shown in section 9.4 of the latest instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to additional information based on the legal manufacturer's updated investigation. Fields updated (h4, h6, and h11) a review of the device history record found no deviations that could have caused or contributed to the reported issue.